Manufacturer narrative:
Trackwise # (B)(4). The lot # 25154476 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 25jan2021 and investigated on 05feb2021. There were signs of clinical use on the jaws. Charred tissue was observed on the heater wire. A visual inspection device was conducted. The silicone insulation on the cold jaw was torn half way, but not detached. The heater wire was observed to be slightly flexed due to clinical use, but remained attached at the base and tip of the hot jaw due to clinical usage. Based on the condition of the device as found, the reported failure mode was not confirmed for ¿material twisted/bent; wire but confirmed for analyzed failure ¿peeled; jaw¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, customer stated that they noticed the jaws to be fractured and the energy wire dislodged from jaws during use. He removed the vh3500 device and determined it couldn't be used any longer so he opened a new kit to complete the procedure. No pieces actually fell off the device into the patient. No patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, customer stated that they noticed the jaws to be fractured and the energy wire dislodged from jaws during use. He removed the vh3500 device and determined it couldn't be used any longer so he opened a new kit to complete the procedure. No pieces actually fell off the device into the patient. No patient effects.